Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. No fluid leaks in the test cassette during the test treatment. Passed mushroom head check an internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The cause of the leak could not be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported finding a fluid leak during cycle 3 or 4. He discontinued treatment. When the cassette was removed he found fluid leaking from the left side. The patient was advised to contact his nurse. The cycler was replaced. During follow up the patient's nurse reported the patient was presciribed prophylactic antibiotic vancomycin. The patient did not have an adverse event associated with the leak.